Event description:
It was reported that the customer passed away while wearing the insulin pump due a massive heart attack. It was stated that the cause was presumed ascvd, htn, iddm, and diabetes. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with alkaline battery in the insulin pump. The device had intermittent button response from down arrow button. Unable to prime and to perform occlusion and excessive no delivery alarm test due to the prime anomaly. However, the insulin pump passed the basic occlusion and displacement test. The unit had cracked reservoir tube, cracked display window, and cracked case near the display window corners. Unable to determine root cause of the prime anomaly and keypad anomaly due to the insulin pump preservation.